Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
Additional information was provided indicating the patient also developed sepsis which required antibacterial drug administration.

Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old japanese male patient had impella 2.5 pump inserted in the left femoral for high risk percutaneous coronary intervention (hrpci). It was reported the patient¿s potassium levels became high during impella insertion, as a result continuous hemodiafiltration (chdf was performed. Hemolysis was diagnosis based on blood sampling results during pci after insertion of impella. The following day potassium levels dropped; however, hemolytic reaction was remarkable and impella was explanted early. It was noted the patient was on dialysis three times a week and was scheduled for dialysis the date after impella was implanted. No further information was provided.